Event description:
Human factors issue with midland mfg co electric bariatric stand-in table. Dr was called to evaluate patient in the therapy gym. Patient was standing with therapist using a steadying platform. Her right great toe was underneath the platform, and when she went to move it, the proximal half of her great toe nail was sheared off. There was at first significant bleeding, however, with compression by nursing and therapist, this resolved. When dr came to examine the nail, there was clearly blood present, however, active bleeding appeared to have ceased for the time being. The distal half of the nail was still intact, though looked friable. No signs of infection. Continued monitoring. Pain is controlled. Clinical engineering recommendation is to have patients wear shoes when using the table and to paint/tape the base of the table where patients put their feet to be careful of the gap that exists and not to inadvertently hurt their toe(s).